Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
Patient reported to ae assessor that she is continuing to have multiple v-go devices that falls of prematurely. Some v-go devices stay applied for only a few hours. Patient reported that her blood glucose when the v-go 30 stays attached has been in the lower 100 range. When the v-go devices come off pre maturely, she has experienced glucose values in the 200 range. Patient reported that the cavilon barrier wipes does not help the v-go's stay attached. Patient cleans site with alcohol and allowing to dry prior to applying the v-go.